Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the defective drawer controller boards caused the cubie communication failure. A field service engineer identified aux 1 drawer 3-1 not displaying cubies; performed hta testing and observed no cubies detected, with abnormal controller board lights. Fse replaced both drawer boards, reseated row board connections and pyxis bus cables, and verified restoration of cubie detection and functionality. The system functioned as intended after the field service engineer repaired the device.